Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2015, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Assistant: dr. (B)(6). (B)(6) medical center. Mesh excision surgery: dr. (B)(6). Assistant: dr. (B)(6). Block h6: imdrf patient code e2330 captures the reportable event of pelvic pain. Imdrf impact codes f1905 and f1901 capture the reportable event of mesh excision and suture excision.

Event description:
It was reported to boston scientific corporation that a boston scientific advantage sling device was implanted into the patient during an anterior repair + advantage retropubic incontinence sling procedure performed on (B)(6) 2015, for the treatment of stress urinary incontinence and cystocele. Findings showed cystocele, anterior aspect of cervix with prolapse. The procedure was completed with no complications. The patient was taken to post-anesthesia care unit (pacu) in good condition. On (B)(6) 2023, the patient had uterosacral ligament colpopexy, anterior colporrhaphy, excision of mid-urethral sling, excision of suture material, and cystoscopy due to vaginal vault prolapse and pelvic pain. The sling mesh was identified, divided then dissected of the underlying layer of connective tissue. The sling arms were cut as far laterally as possible at the level of the pubic rami. The catheter was removed, and cystourethroscopy performed revealing no evidence of bladder or urethral injury. There were bilateral jets of urine. Floseal was applied to establish hemostasis. The vaginal incision was closed using 2-0 vicryl suture in a running, locked fashion. The vault suspension sutures were then trimmed and the prolene suture tips covered with epithelium. Using an interrupted stitch of 2-0 vicryl. Examination included cystourethroscopy with bilateral jets and a normal bladder mucosa. The patient was transferred to the pacu in stable condition.